Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-25. It was reported that the cause of the high impedances was not determined. To resolve the issue, the rep used only the electrodes that had satisfactory impedances. They also tried different pulse widths and rates, but the high impedances were not resolved, and the patient¿s therapy was very limited at this time. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had a successful lead revision on (B)(6) 2018. The patient confirmed good therapy which covered his pain areas in the pacu. The rep noted that the patient mentioned only getting therapy for a half day but was unsure exactly what that meant. The patient did not charge so impedances could not be checked prior to revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an out of regulation (oor) message was seen on the clinician tablet. The rep reported the patient is not able to get above 2 ma. Impedances showed 0 - 3850 ohms, 1 - 3850, 2 - 10810, 3 - 11690, 4 - 3270, 5 - 4300, 6 - 10510, 7 - 18830, 8 - 40k, 9 - 33600, 10 - 40k, 11 - 32600, 12 - 31300, 13 - 10420, 14 - 40k, and 15- 10710 ohms. The rep didn't have impedance history. The rep said the patient was getting stimulation with the previous system around 3 volts. It was reviewed that high impedance are affecting the therapy delivery. It was suggested the rep use electrodes 0, 1, 4, and 5 with high pulse width and the rep was able to get to 2.4 ma, but the patient still can't feel stimulation. It was recommended an x-ray be taken to check lead position to compare to the previous ins. The rep was going to consult with the hcp. No further complications were reported.